Manufacturer narrative:
Additional information: h3, h6, h10 (summary device evaluation): summary devie evaluation: the implant was the only component returned for evaluation. The investigation of the returned implant found the coils severely stretched. The coil pusher was not returned for evaluation. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and its evaluation is ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the embolization treatment of an aneurysm, the coil stretched and unintentionally detached in the microcatheter. The coil was removed and procedure completed successfully. The patient is reported to be fine. This is report 1 of 2. Ref. MFR. Report # 2032493-2022-00035.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and its evaluation is ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the embolization treatment of an aneurysm, the coil stretched and unintentionally detached in the microcatheter. The coil was removed and procedure completed successfully. The patient is reported to be fine. This is report 1 of 2. Ref. MFR. Report # 2032493-2022-00035.